Event description:
It was reported that a bias current error was displayed on the console from the micro sagittal saw during a case. The case was completed with modifications causing a 30 minute delay. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Possible root causes of a bias current out of range error were determined to be moisture in sockets, salt residue in sockets, moisture in cable, worn/old cable contacts, or the handpiece was not fully connected to cable and customer misuse. However, a definite root cause was not directly able to be confirmed.